Manufacturer narrative:
It is not known which of four devices at the facility was involved in the incident, but all four were examined and no defect was found that could have contributed to the incident. It was also not known which specific sling was involved in the incident. Therefore, no investigation was carried out. Limited information was received regarding the resident, but per the orthopedic doctor on site, the left femur fracture was pathological and not caused by significant external force. This points to the patient suffering from a condition that makes her unsuited for use of this type of lifter. The lift operating and product care instructions (opi) state under the section titled safety instructions, "warning: before attempting to use the sara 3000, a full clinical assessment of the resident's condition and suitability must be carried out by a qualified person." No training date could be given by the customer for the lift operators on-site. Based on the information received, the manufacturer concludes the resident suffered from a condition that was not evaluated against before the use of the lifter, as indicated in the opi. Because of this lack of correct evaluation, the resident was lifted with the sara 3000, which has led to the femur break. No corrective action toward the lifter is required. However, the manufacturer strongly recommends retraining lift operators in accordance with the opi, especially the elements pertaining to resident evaluation.

Event description:
The facility reports that, while a resident was being lifted, her leg gave way. The resident was assisted to the floor. After examination by an orthopedic doctor, she was found to have a pathological left femur fracture. (B)(4).